Event description:
Clinical notes were received as part of the referral process for vns replacement. The notes reported that the patient was experiencing an increase in seizures over the past week which was attributed to a "weak" battery. The notes reported the battery had reached the ifi battery status and the patient was referred for replacement surgery. No relevant surgical intervention is known to have occurred to date. No additional or relevant information has been received to date.

Event description:
Information received that the patient underwent a vns generator replacement surgery which was reported to be for prophylactic reasons. The explanting facility discards devices per the hospital's protocol, and therefore device return is not expected. No additional or relevant information has been received to date.